Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 4/9 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected the transfer set from the patient line of the homechoice set during a dwell phase without pausing therapy. The home patient fell asleep and the homechoice machine advanced into the following drain cycle, without the patient being connected. After noting this, the home patient reconnected self to the setup. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, no patient injury or medical intervention was associated with this incident.